Manufacturer narrative:
Bayer case number: (B)(4) various physical symptoms developed [injury] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of injury ("various physical symptoms developed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced injury (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. The reporter considered injury to be related to essure administration. The reporter commented: on/around (B)(6) 2011, I underwent a medical procedure known as the ¿essure sterilization method after this procedure, various physical symptoms developed. Since then, I have had follow-up treatments. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) various physical symptoms developed [injury] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of injury ("various physical symptoms developed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced injury (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. The reporter considered injury to be related to essure administration. The reporter commented: on/around (B)(6) 2011, I underwent a medical procedure known as the ¿essure sterilization method after this procedure, various physical symptoms developed. Since then, I have had follow-up treatments. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jan-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Various physical symptoms developed [injury]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of injury ("various physical symptoms developed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced injury (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. The reporter considered injury to be related to essure administration. The reporter commented: on/around on (B)(6) 2011, I underwent a medical procedure known as the ¿essure sterilization method after this procedure, various physical symptoms developed. Since then, I have had follow-up treatments. Quality-safety evaluation of ptc: for essure: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. The most recent follow-up information incorporated above includes data received on: 08-jan-2026: quality safety evaluation of product technical complaint. Internal correction event "injury" is updated to serious (medically significant) - case is upgraded to serious incident from non-serious incident. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.